Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer resumed insulin delivery and the alarm did not reoccur. However, an altitude alarm was received. The pump was not wet and did not have moisture around the vents. The alarm cleared and the pump resumed normal operations. The customer's blood glucose (bg) level was 256 mg/dl and a correction bolus was delivered to address the bg level.